Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged tunnel and/or wound becoming deeper and required surgical debridement are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient's family member and the wound care center nurse indicate that the wound cultures were negative and that the physician ordered an MRI to determine the cause. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient has a history of advanced multiple sclerosis, is completely dependent for mobility, and has a history of sepsis following the onset of the left buttock wound. Additionally, the wound care physician noted that wound infection was suspected at the initial encounter on 25-oct-2021, prior to placement of v.a.c.® therapy. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 19-jan-2022, the following information was provided to kci by the patient's family member: the patient's wound is getting deeper and the opening is getting narrower. Wound was cultured two weeks ago and result was "okay". MRI is pending. On 20-jan-2022, the following information was provided to kci by the wound care center nurse: the wound had a pre-existing tunnel that has rapidly increased in depth; the opening is too narrow to pack and the physician declines to pack the tunnel with v.a.c. Whitefoam¿ dressing. The wound bed has not improved much. Wound cultures and x-ray were negative; an MRI is pending. On 21-jan-2021, the following information was provided to kci from the wound care center via clinical records: on 17-jan-2022, the wound to left buttock is measuring much deeper, tunneling to 6.5 cm. Large amount of bloody exudate, no odor, suspect infection. An MRI was ordered. Sharp debridement to left buttock wound was performed; packed deepest portion with prisma, black foam bridged to left hip, activ.a.c.¿ ion progress¿ remote therapy monitoring system was reapplied. On 02-nov-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specifications. On 03-nov-2021, the device was placed with the patient. On 26-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.